Manufacturer narrative:
Product analysis visual inspection: device returned covered in biologics no damage observed to the tip no damage observed to the balloon bond dry biologics was observed in the balloon a hole was observed in the mid-section of the balloon conclusion: the reported event could be confirmed a hole was observed in the mid-section of the returned balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a calcified lesion in the right mid superficial femoral artery, an inpact admiral balloon burst at 6 atms on the first inflation. The target lesion was noted to have a severe degree of calcification. The vessel was pre-dilated, and the balloon was inflated using an inflation device and 50/50 contrast fluid. The balloon burst occurred during theprocedure, but the device was safely removed from the patient. The procedure was completed using a new device. No patient complications have been reported as a result of this event.